Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when attempting to attach the needleless connector to the end of the tubing, the tubing/connection was cracked. It is stated that no force was used to tighten the connection. It was reported that this happened two times on the same patient requiring reaccess. This report addresses the second device used.